Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer found the device with no problems. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the communication bus. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.